Manufacturer narrative:
Vyaire medical field service went onsite connected circuit to citrix flow analyzer and let the ventilator run for 30-45 minutes without any fio2 (fraction of inspired oxygen) error. Completed blending accuracy verification and could not reproduce an error or mismatch that would have exceeded specification tolerance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator while on a patient begin to alarm o2 (oxygen) fail. The unit alarmed high o2 (oxygen), the low o2 (oxygen) was noted by the respiratory therapist the patient begin to desaturate. The patient was removed from the ventilator and placed on another ventilator. The customer confirmed that there is patient harm associated with this reported event.